Manufacturer narrative:
The insulin pump was received with unresponsive act button due to flattened button dome switch. No unlock on lcd keypad connector noted. Unable to perform idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and verify failed battery test alarm due to button keypad anomaly. The insulin pump had stripped battery cap coin slot and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the battery cap could not be removed. Customer's blood glucose was unknown. Insulin pump alarmed failed battery test alarm. Device could not deliver insulin. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.